Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 17 mm from the distal end. There was no scratch on the probe. The fracture surface of the probe showed that crack developed. The probe turned black around the broken point. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the crack occurred on the probe since the load such as sparks was applied to the probe. The crack developed when the probe was subjected to a load outside the patient, and the probe broke off. The above device handling has warned in the instruction manual as follows: do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a laparoscopic gastrectomy, the subject device was used. In the procedure, the subject device was broken and the probe damage error occurred. The user exchanged the subject device for another device. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2020, it was additionally reported that the probe of the subject device was broken off, when the user checked the device tip outside the patient. This is the report regarding the breakage of the probe.